Event description:
It was reported that the implantable pulse generator (ipg) device displayed a message ¿rate histograms contain invalid data.¿ it was noted that the patient was previously treated with radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006. (B)(4).